Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage observed on the pump. Event history log review was performed and found indications of two 10 ml followed by one 20 ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed calibration was unable to be confirmed. During the investigation, delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. The pump passed accuracy testing and no problem found. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump "failed accuracy by -7.2%". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.